Event description:
This was a reported left-sided extraction performed in the hybrid or to extract a total of 2 leads (mdt 6949 - rv & mdt 5076 - ra) due to changes in sensing and threshold on the atrial lead, possibly malfunctioning lead, and prophylactic 6949 extraction. The patient was prepped per hrs recommended standards with cvs on standby. The rv lead was prepped with a lld-ez and lasing began with 14f glidelight. Lasing progressed smoothly with noted binding at both the proximal and distal coils. There was also rv/ra binding noted but the 14f glidelight sheath easily separated the two leads and the rv was successfully extracted. The ra lead was prepped with a lld-ez and lasing continued with the 14f glidelight. Binding noted in the mid-svc region during lasing, but ultimately the ra was successfully extracted. Upon removal of the ra lead there was significant tissue adhered to the same area on the lead bindings were encountered during lasing. Approximately 7 minutes following the ra lead was extracted the md inserted a 7f long sheath and began the placement of the new rv lead when the patient's abp declined to the 80's from a baseline of approx 140. A code was immediately called, the cvs was paged to the room and a stat tee was called for. The heart team arrived within 2 minutes of the code being called and the cvs within 5 minutes. Within 7 minutes of the patient's abp decline the cvs had open access to the heart via sternotomy. A 2 tear was noted in the same location in which the ra lead was adhered to the svc. The patient was stabilized and is reportedly recovering.